Manufacturer narrative:
The user facility sent an electronic medwatch report to the FDA facility on (B)(4) 2011. The report number for this report is (B)(4). The complete report was received (B)(4) 2011. No device is available for analysis.

Event description:
Two stereotactic biopsy probes malfunctioned during a case. First probe made a loud grinding noise with error flag for defective probe. Md had to exert a lot of pressure on the probe to enter the guide. Md then used a second probe from the same lot number. The second probe appeared to not line up correctly and seemed to be tilted up. Third probe from a different lot number obtained and the biopsy was completed successfully. No pt harm.